Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Your pump can stop insulin delivery and alert you (or whoever is with you), if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to off. You can set it anywhere between 5 and 24 hours. This alarm notifies you that there has been no interaction with the pump in the specified number of hours. And the pump will shut down after 30 seconds. H3 other text: device not returned.

Event description:
It was reported, that an auto-off alarm occurred. Customer confirmed, that there had been no interaction with the pump for an extended period. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿. However, a specific bg value was not provided. An insulin injection was administered to treat the bg.